Event description:
A physician completed the structured report in dms on patient a . The images, however, that were pulled up on the screen were for patient b. When the problem was discovered, they unconfirmed the report, deleted it, and recompleted the sr with the correct images in dms. The images and the sr were now correctly linked in dms. Later, the hospital discovered that this did not correct the problem in centricity web. There was no reported patient injury associated with this event.

Manufacturer narrative:
The reported event was resolved by configuration change on site. This MDR is being submitted late, as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record and the update has resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. (B) (4).